Event description:
It was reported that on (B)(6) 2013 ventricular oversensing was observed with deep breathing. The lead was reprogrammed to bipolar. On (B)(6) 2013, the patient presented with tingling in his hands and feet. Ventricular oversensing was observed. On (B)(6) 2013, the ventricular lead exhibited clavicular crush, capture and sensing anomalies, low impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was damaged at 23.0 cm to 24.2 cm from the connector pin, due to clavicular crush. Two filars of the outer coil were fractured and separated. The inner coil was exposed in the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.